Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument was found to have a broken cable. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there was no broken pieces on the instrument, there was a small delay on the procedure, the instrument did not move in an odd manner, the instrument did not move in with any resistance.